Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial rep name, email).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 ( (medical device ¿ problem code, investigation findings, component codes).

Manufacturer narrative:
Updated fields: b4, g3, g6,h2,h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions),h11. A getinge field service engineer (fse) initially came to service the pump for an expired safety disk and fsca actions. Completed fsca on machine, however the cardiosave was displaying a leak and not recognizing that there was a plug. The fse isolated the fault to be within the drive manifold. The replacement drive manifold is currently in the process to be ordered. Once the repair is completed in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had safety disk replacement message. There was no patient involvement.